Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the patient was experiencing atrial fibrillation (af), the device was withholding therapy for supra ventricular tachycardia-atrial fibrillation (svt-af) and then ventricular tachycardia/ventricular fibrillation (vt/vf+svt) was detected, and the patient received one shock. Follow-up with the physician's office confirmed the device delivered inappropriate therapy for af with rapid ventricular response. The patient is scheduled for an ablation procedure and medication was adjusted, but no reprogramming intervention was performed. The device remains in use. No further patient complications have been reported as a result of this event.